Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that she may have overtreated for a low blood glucose (bg) last night, as this morning her bg at 7am was 380 mg/dl . She could not find her meter, and did not recheck her bg last night, after treatment for low, or during the night: states she knew she was high this am due to symptoms - nausea, confusion. She has a pattern of running high in the morning anyway. She treated for the high with 7u via insulin pen. Patient confirms she calculates for carbohydrates on her own: she does not use the program for I:c ratio when bolusing, never uses ezcarb boluses. Customer technical support (cts) review of the alarm history reveals empty cartridge alarm at 2:30p yesterday: the patient admits to removing the battery at that time and she did not restart pump until 9:30p last night, when she completed a new cartridge /set change, after which she did not check her bg and took a 11.65unit bolus to cover carbohydrates, which she calculated on her own, leading to low bg after midnight. Cts found the bolus history and tdd add up correctly, prime history shows patient only primed 5u last night for set change. Patient agrees with history of pump. Patient has not had her I:c ratio evaluated for a long time: she was off pump for several months and just restarted in (B)(6) 2013. She uses a different I:c ratio than pump has programmed, and did not check bg last night prior to bolus and then calculated her own bolus total without pump calculation. Patient states she does not always count carbs accurately and needs updated training. Cts instructed patient to always check bg if unsure what it is before bolusing, advised to follow rule of 15 when treating low bg, advised to discuss setting adjustments for I:c ratio with her health care provider (hcp). This complaint is being reported due to the use error of the patient removing the battery in response to an empty cartridge alarm, and to the allegation that she subsequently experienced hyperglycemia.